Event description:
Hill-rom received a report from the account stating the bed exit alarm was inaudible. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found wire inside the housing of the external alarm had come loose. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician reconnected wire to alarm to resolve the issue. Based on this information, no further action is required.